Event description:
Customer reported going to the emergency room with a blood glucose (bg) level of 600 mg/dl. The customer performed a correction bolus via the pump, and a pump system check was completed with no issues identified. Additional treatment included intravenous fluids of saline and insulin, which resolved the issue and customer was released the same day. There was no permanent damage identified by the healthcare provider.